Manufacturer narrative:
Due to the august 2015 FDA maintenance were the 3500a codes were updated, the 3500a codes will be added until the biosense webster system is also updated. (B)(4). It was reported that a patient underwent a ventricular tachycardia procedure with a smart touch unidirectional catheter. During the procedure after a ventricular tachycardia episode with 350ms, the patient suffered a severe headache and dizziness. The patient temporarily lost orientation in space and time and did not properly answer the neurological test. The physician suspected a transient ischemic attack and stopped the procedure immediately. The patient was transferred to the intensive care unit ward for neurological observation. The CT was taken and no hemorrhage was observed. The patient was transferred the next morning for cardiology observation with improved neurological condition. The patient did not require medical intervention. However, did require extended hospitalization of one week due to the need for observation. The patient fully recovered. The procedure was rescheduled after one week and successfully finished. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the transient ischemic attack remains unknown.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4) concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Ep - shuttle rf generator system - 100w generator: model #: 39d-76x, serial #: (B)(4). Coolflow pump; model #: m-5491-01, serial #: (B)(4). Pentaray navigational eco catheter: model #: d-1282-07-s, lot #: 17164759l. Non biosense webster - agilis sheath. Non biosense webster - medtronic needle. (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia procedure with a smart touch unidirectional catheter and suffered a transient ischemic attack. The patient's medical history was unknown. The patient was under local anesthesia. The transseptal puncture had been performed. A deflectable agilis sheath was used together with a medtronic needle. During the procedure after a ventricular tachycardia episode with 350ms, the patient suffered a severe headache and dizziness. The patient temporarily lost orientation in space and time and did not properly answer the neurological test. The physician suspected a transient ischemic attack and stopped the procedure immediately. The patient was transferred to the intensive care unit ward for neurological observation. The CT was taken and no hemorrhage was observed. The patient was transferred the next morning for cardiology observation with improved neurological condition. The patient did not require medical intervention. However, did require extended hospitalization of one week due to the need for observation. The patient fully recovered. The procedure was rescheduled after one week and successfully finished. The physician's opinion regarding the cause of this adverse event was that it was procedure related as there were no act readings during the procedure due to a malfunction of the act machine from the lab. The act machine was found not functional when physician asked for the first act reading.